Manufacturer narrative:
It was reported that the ventilator malfunctioned during use and the unit was not ventilating. At the time of the incident, the ventilator issued a battery failure alarm and the hospital subsequently provided the patient with an assist airbag for assisted ventilation. The patient was not harmed. The unit was repaired by the site engineer and after replacing the battery, the problem was resolved and the unit returned to normal use. The savina 300cc device is equipped with safety features that detect aging or reduced capacity batteries before and during use of the device. In this case, the device generates appropriate alarm messages to which the user can respond, thus preventing the interruption of ongoing ventilation due to loss of power. The internal battery is a perishable component whose performance and capacity degrade over time. Battery life depends on a variety of factors such as the number of battery cycles, battery usage, or improper use (e.g., deep discharge). The IFU specifies that external batteries should be serviced every 12 months. If the device is used for patient transportation, more frequent inspections are recommended. As there were no returned parts or logs and the relevant maintenance records were not available. Therefore no further analysis could be performed.

Event description:
It was reported that during use on a patient the device sudden malfunction, with the machine failing to deliver air and assisted breathing with a breathing balloon, no healthy consequences have reportedly occurred.

Event description:
It was reported that during use on a patient the device sudden malfunction, with the machine failing to deliver air and assisted breathing with a breathing balloon, no healthy consequences have reportedly occurred.